Event description:
It was reported that approximately 10 days post-implant, the patient reported muscle stimulation. Interrogation of the device revealed outputs of 5.0 volts; however, the atrial and ventricular thresholds were measured in the office and were found to be .25v. The device output was reprogrammed to 3.0v. In addition, the physician turned the device capture management feature from "on" to "monitor". The patient was given a holter monitor. Analysis of the holter monitor results revealed the device had "dropped" qrs beats. The physician reprogrammed the capture management from "monitor" to "off" as it appeared the feature had continued to perform the capture management tests despite having been set to "monitor." The patient was given a second holter monitor and will be re-evaluated at a later date. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.